Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed p.m. Replaced left/ right side iui connector assembly (corrosion). A review of the device history record for sn (B)(6) was performed from date of manufacture 11/26/2018 to present date 01/18/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the iui - corrosion. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# ca-2018-0161 iui conn issues.

Event description:
The customer reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 11/26/2018 to present date 01/18/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the device failed preventive maintenance. There was no patient involvement.